Manufacturer narrative:
H6, health effect - clinical code was updated. H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that based on the limited information provided the clinical root cause of the reported events could not be determined and we are currently unable to rule out a procedural variance as a contributing factor to the reported event, which does not represent a device malfunction. The device instructions for use does caution that ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. The patient impact is determined to be the retained implantable anchor. Local irritation/discomfort, and/or migration should not be ruled out please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If any additional information related to this event is received in the future, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Event description:
It was reported that, during surgery, the healicoil rsb anchor was inserted into the patient and, when the surgeon grab and pull the tape to pull it through a different portal, it was no longer attached to the anchor. Surgery was completed with a back-up device instead. There was no surgical delay, and no further complications were reported.

Manufacturer narrative:
H10: h2: additional information on: b5, b7 & h6 (clinical code, impact code).

Event description:
It was reported that, during surgery, healicoil rsb anchor was inserted into the patient and, when the surgeon grab and pull the tape to pull it through a different portal, it was no longer attached to the anchor. The tape was pulled out through a portal, but the bio composite anchor was left in the patient, in the void bone hole. Surgery was completed with a back-up device instead. Two additional bone holes were drilled. There was no surgical delay, and no further complications were reported.